Event description:
Hotel's insurance company reported that a guest sat on a stool which collapsed causing an injury to her back. Guest's daughter subsequently reported that a bolt came off the stoll and it shifted causing her mother to fall. There was only minor injury and pt received a rx for pain and was released from the hospital.